Event description:
It was reported that when using the bd pyxis anesthesia es system drawer 2.1 was jammed and prevented the user from accessing medications. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 was jammed due to faulty position sensor and damaged rails. During the visit, a field service engineer investigated about drawer 2.1 failures and replaced with new drawer to resolve the issue. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis anesthesia es system drawer 2.1 was jammed and prevented the user from accessing medications. Staff members attempted to fix it, but the drawer/slider was damaged in the process. Now, all drawers are currently unlocked and can be opened without logging into the machine. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-nov-2022 to 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 2.1 was jammed. The field service technician found that the position sensor bracket and position sensor were bent completely, and the rails were damaged. The field service technician replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.